Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow valve was replaced to correct the reported fault. The customer contact reported there is not patient information available.

Event description:
The hospital reported the unit, during use, lost the ability to mechanically ventilate. There was no report of patient injury.